Event description:
During service by baxter, the infusion pump was found to contain worn gears. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: worn gears were found during pump evaluation. Inspection of the device found failure code 812:02 in the event history which confirmed the worn gears. The pump head module which contains the worn gears was replaced.